Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "an electric motor test was performed. The drill was handed to the surgeon to begin bone drilling, during which the drill bit broke, leaving a fragment inside. The specialist did not remove it due to the difficulty of extraction. The osteosynthesis procedure continued using a new drill bit."

Manufacturer narrative:
The reported event could not be confirmed since the affected device was not returned and no other evidence was shared for evaluation. A device inspection was not possible since the affected device was not returned. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More information as well as the affected device must be available in order to determine the exact root cause of the issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "an electric motor test was performed. The drill was handed to the surgeon to begin bone drilling, during which the drill bit broke, leaving a fragment inside. The specialist did not remove it due to the difficulty of extraction. The osteosynthesis procedure continued using a new drill bit."